Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure in 2008 with a 90%, de novo lesion in the proximal to distal left anterior descending branch. The lesion was diffused and heavily calcified. The vessel was slight tortuous. The lesion was pre-dilated with a balloon and an intervascular ultrasound was conducted. A 3.0 x 23mm cypher stent was being implanted at the distal end of the left anterior descending branch, and while inflating the cypher, the balloon ruptured at 6atm (inflation time is unknown). Because the pressure on the inflation device rapidly decreased, and blood was flowing back into the inflation device, the stent delivery system was retrieved from the pt. Coronary angiography was conducted and the stent was under-dilated. Therefore, post-dilation was conducted. Intravascular ultrasound was conducted and the stent apposition was observed to be satisfactory. Then a 3.5 x 23mm cypher stent was implanted at the proximal end of the initially implanted cypher. Finally, a 3.0 x 13mm cypher stent was implanted at the first diagonal branch. The procedure was successfully completed. There was no pt injury reported.